Event description:
A hospital in (B)(6) reported that there was water leakage at the connection between the feedset tube and the bag spike of an mr290 autofeed humification chamber from an rt340 adult dual heated evaqua breathing circuit kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: two complaint chambers with lot 100308 were returned for investigation. The complaint chambers were attached to a waterbag for testing. Results: the chambers filled to the expected fill level and then small drops of water began to build up at the connection between the feedset tube and the water bag spike. A lot check revealed one other complaints of this nature for this lot number. Conclusion: the leak was caused by the feedset tubing not being glued properly at the spike, due to insufficient glue applied by the gluing machine. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is not applied to the feedset spike during production. Our trending and monitoring of mr290 feedset leaks has a rate of occurrence of (B)(4) devices per million sold in the last year to the end of february 2012.